Event description:
It was reported that a cartridge change error occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A supply change was performed to treat the bg and resolve the issue.